Event description:
It was reported that the customer had lost all of their pump data. Customer has had the pump for 5 years. Customer stated that the pump shut off on him last week. Customer stated that he got the pump to work but he has lost all his pump data. Customer stated that the pump stopped delivering insulin and he is going through batteries faster than normal. Customer's blood glucose level keeps getting higher while treating with the pump. Customer changed the set and put in a new battery to resolve the issue. Customer's blood glucose level was 415 mg/dl. Customer had a blank display. Troubleshooting was performed and the display returned. Pump passed self test. Customer will be sent a replacement battery cap. Pump also had a beep anomaly. Insulin pump will need to be replaced. It was found that the pump is now out of warranty. Customer elected to stick with the current pump as it was currently working until he speaks to his doctor on friday. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.